Event description:
It was reported that cartridge alarm 06 intermittently occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Customer's blood glucose ranged from 344-400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.